Event description:
The customer reported that the system failed to boot up. There were no reports of an injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The backplane was replaced during the service call. The system was tested and found to be working as intended and put back into service.